Event description:
Pt treated with synchronized nasal intermittent positive pressure ventilation (snippv) in 2001. Noted to have severe nasal septum erosion. Unclear at this time whether surgical reconstruction will be required. Date user facility became aware: 10/2001.